Manufacturer narrative:
Additional information received indicates that the patient is doing fine following the repair. The site initially believed that the driveline issue was self-inflicted but now believes that the issue is relate to lack of care and caution of the driveline cable. The patient was anxious during the procedure but tolerated the pump off time well. He was last reported to be going through the normal transplant evaluation process and will require psychosocial support and clearance prior. He has been listed as emergent on the transplant list. Investigation is ongoing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides an instruction and also a caution note about regular inspections of the driveline, specifically stating: "when changing your exit site dressing, inspect the driveline for moisture, cracks, and tears or punctures. Report any damage to your doctor, nurse or vad coordinator." It also cautions, "keep extra driveline length tucked under clothing or secured with an abdominal binder or dressing. Do not let any portion of driveline hang freely where it might get caught on external items such as doorknobs or the corners of furniture." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was experiencing "electrical fault" alarms at home. He was transported to the emergency room where visual examination of the driveline cable and previous splice repair did not reveal any obvious damage. The patient was transported to the implanting facility for further evaluation. A "radiograph" of the driveline was performed and preliminary log file analysis revealed several "vad stop" alarms and that the pump was oscillating between front and rear stator operation. The engineer reported that no damage was evident on the driveline cable or splice tube. The patient was prepped with epinephrine and heparin prior to the driveline being disconnected for approximately five seconds. No damage was evident on the connector or controller pins. The driveline was reconnected and the pump started on dual stator. Manipulation of the driveline did not produce any alarms. No further service action was required. Of note, the vad coordinator reported another small cut to the patient's driveline near the exit site.

Manufacturer narrative:
Operator of device: physician. The driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Visual evaluation of the device revealed that the device met specifications. The reported electrical fault alarms on the reported event date were confirmed via review of the controller log files. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.